Manufacturer narrative:
The device was not returned for evaluation. The reported patient effects of angina, thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report#.

Event description:
It was reported that the procedure was performed on (B)(6) 2021 to treat a moderately calcified and moderately tortuous right coronary artery (rca) and left circumflex (lcx) that were 90% stenosed. A 2.75x18mm xience xpedition stent was implanted in the rca followed by post dilatation with a 3.0x8mm non-compliant balloon. Plaque modification was performed in the lcx with a cutting balloon and a 3.0x18mm xience xpedition stent was implanted. Post dilatation was done with a 3.0x8mm non-compliant balloon. The patient was compliant with the dual antiplatelet drug therapy. The next day on (B)(6) 2021, the patient experienced chest pain. Angiography confirmed stent thrombosis in both stents. Balloon dilatation was performed. The patient died on (B)(6) 2021. In the physician's opinion, the xience stents may not be the only cause of the stent thrombosis for patient. No additional information was provided.